Event description:
It was reported that the right atrial (ra) lead presented with noise, exit block and undersensing. The physician reviewed a chest x-ray and believes that the lead dislodged soon after implant. In addition, on x-ray it appeared there was possible perforation of the atrium. It was noted that the patient has chronic pericardial effusion. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).